Event description:
It was reported that the patient had developed a wound with broken skin over his ipg pocket site. It was noted that the patient recently suffered a full-body rash and is prone to pressure sores.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient had developed a wound with broken skin over his ipg pocket site. It was noted that the patient recently suffered a full-body rash and is prone to pressure sores.